Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: v794133, implanted: on (B)(6) 2011, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 08-aug-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. They reported that they had their old leads changed out with the newer lead model on (B)(6) 2024. The patient inquired if they can go into an MRI because the last time they couldn't. Reviewed MRI compatibility and MRI mode overview. The patient stated they were not having an MRI done today. MRI mode instructions were emailed to the patient. The patient later stated they were not sure if they removed their old leads but stated they were assuming that they were able to remove them. They stated they may not have removed the old leads if they were in too long as the patient stated the leads had been in since 2006. The patient stated they had the replacement surgery on (B)(6) 2024 and stated they were told there was a chance if they had been overgrown for so long that sometimes they don't get them all out. The patient stated they will follow up with their healthcare provider to confirm that old lead was removed. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6) 2025 the patient called back and was concerned because they spoke to their hcp who stated the patient should not have an MRI because they were not able to get the old leads out. The patient stated the handset was showing the patient was full body eligible. The patient was going to meet with the doctor and a manufacturing representative next month and will confirm everything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the old leads were not fully removed as it was too scarred for a 20 year old lead. The steps taken to resolve this issue was expectant management. The issue was not resolved.